Event description:
Boston scientific received info that this right atrial (ra) lead was found to be dislodged the day after the original implant procedure. The physician made no allegations of lead malfunction, stating it was an issue with pt anatomy. The lead was explanted and a new ra lead was successfully implanted. No adverse pt effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.